Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging their onetouch verio iq meter would not power on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the reported issue began between 8 and 10am, of an unspecified day, during the week beginning (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regime in response to the alleged product issue. The patient reported developing a symptom of ¿dizziness¿ later that morning and contacted their hcp by telephone for advice. They self-treated their symptom with food and drink at 10:30am that morning after power issue began. At the time of troubleshooting the csr noted that subject meter did not power on manually with a button press or when the strip was inserted. The csr noted that the battery required to be recharged but the patient did not have a usb/wall charger. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lifescan¿s criteria for a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.